Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument had expired prematurely. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the reported issue was not replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument showed 10 out of 12 lives remaining. A review of the logs showed 10 lives remaining. Further evaluation of the instrument not reported by the site found a broken grip at the grip base. A piece measuring approximately 0.185" x 0.682" was found to be broken off. The broken piece was not returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.